Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had a left side si joint arthrodesis in (B)(6) 2020 where two implants were installed. The patient initially had si joint pain relief but reported left side radicular pain shortly after the initial procedure. The surgeon determined that the caudal positioned implant was too long and was impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the caudal positioned implant and replaced it with a shorter implant of the same type using the explant void. He then added an additional implant of the same type to the left si joint. The preexisting cranial positioned implant was not adjusted or removed. The patient now has three implants in her left si joint. The patient's radicular pain symptoms resolved following the revision procedure.